Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device without a valve loaded within the capsule at medtronic¿s quality laboratory, visual analysis showed the handle appeared intact. The device was received with the capsule fully closed. There was a bend to the stability shaft. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. There was damage observed on the threading of the screw gear. Delamination was observed over the nitinol reinforcing frame at the distal section and the proximal end of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. An 29mm valve was successfully loaded onto the dcs without issue. After the successful loading of the valve onto the catheter there was no evidence of a misload on the capsule. On retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected. The reported event could not be confirmed in the analysis. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. During analysis, there was damage observed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. Delamination was observed over the nitinol reinforcing frame at the distal section and the proximal end of the capsule, which typically occurs when the capsule is subjected to a bending force potentially after a misload has occurred. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique. The device instructions for use (IFU) contain instructions to use the integrated loading bath which features a mirror to ensure that all bioprosthesis outflow struts are symmetrical and captured in the capsule during loading. In addition, the IFU instructs to inspect the capsule visually and tactilely for a misloaded bioprosthesis. In this case, the inspection process per the IFU was performed and identified the reported misload prior to introduction to the patient. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest that a device quality deficiency may have caused or contributed to this event. Positioning difficulties and dislodgement do not typically indicate a failure to meet manufacturing specifications. It was reported that the valve was recaptured six times. Per the IFU, ¿deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient.¿ this indicates off label use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, crown overlap to node 3 or 4 was observed visually during loading. A bent strut was noted. A new valve was loaded on the same dcs and inserted into the patient. However, at 80% deployment, the valve would not hold its position and dislodged ventricular. The valve was recaptured six times. It was noted that the valve was 22% oversized. The valve was recaptured and withdrawn from the patient and a non-medtronic valve was used to complete the procedure. No adverse patient effects were reported.